Manufacturer narrative:
A ge service representative performed an onsite investigation. The power switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the on/off switch was not able to stay in the on position. This may prevent the system from booting up and result in the loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.